Event description:
It was reported that during a coronary stenting treatment procedure, the physician noticed that the stent was not properly aligned on the balloon. The lesion was located in the right coronary artery. After the 4.00x24mm veriflex stent was advanced to the lesion, the physician wanted to confirm the location of the stent before deployment. Via angiography, it was noted that the stent appeared properly aligned with the marker bands on the distal end of the stent; however, on the proximal side, the stent appeared to be significantly shorter, by at least 4mm. The device was removed from the pt and the procedure was completed with another veriflex stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Early 50s. (B)(4).